Manufacturer narrative:
A ge service representative performed an on site investigation, and replaced a fuse. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitors were black. No pt injury was reported.